Event description:
It was reported that a pt underwent a lesion removal procedure on (B) (6) 2010. During the procedure, the needle broke. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00286. The same pt is represented in each medwatch.